Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the major bleed/asae was not determined due to insufficient clinical details and no product return.

Event description:
An impella cp was inserted into the right femoral artery in an 84-year-old male patient for high-risk percutaneous coronary intervention. The impella device and the fourteen-french introducer sheath were subsequently removed. After advancing the knots on two perclose closure devices, hemostasis was not achieved. Contralateral femoral access was obtained, the femoral artery was ballooned, and a stent was placed, after which hemostasis was successfully achieved. No blood products were administered. The patient¿s outcome was survival at explant. The reported bleeding with successful hemostasis is consistent with known access-site complications related to large-bore arterial access, as well as the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding has been revised to more accurately reflect the reported event. Update included removal of use against label as a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.